Event description:
It is reported that three (3) cases of pediatric end-users in pediatric intensive care unit (picu) with a foley catheter in place developed candida infection of the urine after the use of aloe vesta protective ointment to the perianal area. It is further reported that two (2) more developed unspecified bacterial infection in urine while catheter in place.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The nurse has been contacted via voicemail to gather further info regarding these cases. The territory mgr (tm) is involved in the case and is assisting convatec to ascertain additional info. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-u p report will be submitted. Please not: there were three (3) picu patients affected; therefore a separated FDA 3500a form has been generated to address the other two (2) cases reported under pt identifier(s): (B)(6). Reported to the FDA on 07/01/2014. Note: the actual date of event is unk, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.